Event description:
It was reported, that this right atrial (ra) lead was oversensing the minute ventilation signal. Which resulted, in inappropriate atrial tachy response (atr) episodes. Technical service recommended programming the respiratory rate trend (rrt) off. This ra lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).